Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12 and no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged shipment of replacement pump. Customer planned to use multiple daily injections as backup insulin therapy.